Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, after the varices were suctioned and deployed the bands, the bands just slipped off the varices. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).